Event description:
Boston scientific received information that during implant procedure, the terminal pin of the left ventricular (lv) lead broke while trying to flush the lead. The lead will be returned for analysis. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed that the terminal pin of the lead was broken 8 mm from the tip of the pin. Analysis determined that the damage was likely induced by the use of a grabbing tool.